Event description:
It was reported to boston scientific corp in 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed one month prior. According to the complainant, the balloon ruptured 12 days after placement even though the balloon had been inflated properly. Reportedly, the device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed, the cause of the reported event is undetermined. The 2008 15-month low profile balloon enteral feeding product family trend report was reviewed, no adverse trend for "burst/ruptured" complaint mode was noted.